Event description:
Customer reports that green led on transmitter was not blinking, even after charging transmitter for one minute. Customer was advised to charge transmitter for eight hours and call back to repeat test. No further information provided.